Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery during prime. The customer was attempting to fill the tubing and couldn't get the cannula to fill. The device continued to alarm no delivery and it would prompt him to rewind the device. Fixed prime was performed and insulin didn't exit. They attempted to manually push insulin through the tubing using the plunger and insulin didn't exit. The customer was advised to change the reservoir and the infusion set, as alarm was caused by an infusion set/reservoir connection. The customer agreed to return the reservoir and analysis.